Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective and light guide fiber bundle (lcb) broken. Based on the result, we concluded that it was caused due to the ccd module defective; however, other failurres are not related to the alleged complaint. Correction information: h6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.

Event description:
Image disturbance during angulation. This event occurred at the time of before use. There was no report of patient harm.